Manufacturer narrative:
The results, method, and conclusion codes along with investigation results will be provided in the final report.

Event description:
During a follow-up, it was noted that there was no sensing and a loss of capture on the lead. The lead was explanted and not replaced to resolve the event and the patient was stable.

Event description:
During a follow-up, it was noted that there was no sensing and a loss of capture on the right ventricular channel. The device was explanted and not replaced to resolve the event and the patient was stable.

Manufacturer narrative:
The device was received at elective replacement indicator (eri) voltage level with no load. Initial interrogation revealed the device was at end of life (eol) level once the load was applied and magnet rate measurement confirmed eol battery level. After replacing the battery, test results, including sensitivity, revealed the device was functioning in normal range of operation. To simulate field conditions, battery level was reduced to eri levels and the device had no measured data displayed, which is normal at this battery level. Further analysis of the device header of right ventricular (rv) channel revealed no anomalies. The device was implanted for 11.76 years, which exceeded devices 7.50 years projected longevity. The device has reached eol level as expected and is considered normal battery depletion.